Manufacturer narrative:
The complainant indicated ¿lack of retention of the manual insertion driver¿. The driver was not returned for inspection. However, the t3 tapered implant (bopt4310) was returned with a cover screw. Visual inspection of the as received product identified signs of usage around the external threads and the collar. There was noticeable wear around the platform and the drive feature. The implant had no evidence of any damage or malfunction. There was presence of bone residue around the external threads. It was also functionally tested using an in-house implant driver tips (impdts & impdtl). The driver tips firmly engaged into the implant drive feature as intended. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: biomet 3i surgical manual for tapered and parallel walled implants, instsm rev d 02/16 information identified: pick-up and delivery of implant care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Periodic o-ring (irordr) replacement is required for the certain internal connection driver. Certain internal connection driver tips should be inspected for wear before use. The complaint could not be verified, as the subject driver tip was not returned for inspection. A root cause for the reported event could not be determined.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
It was reported while performing the procedure to install the bopt4310 implant the doctor experienced a lack of retention on the implant driver. The implant subsequently fell to the floor.